Manufacturer narrative:
The distributor informed us that according to regional law, the hospital will have to keep the device involved for 6 months starting from the date of the incident. The device will not be returned for analysis until february 2018.

Event description:
During midline insertion needle was inserted with good venous reflux. When the wire was introduced it was possible to advance only a few centimeters until it stopped. During withdrawal of the guidewire resistance was noted. A knot was noted with ultrasound. Surgery was required to remove the wire.

Manufacturer narrative:
No device or pictures were received for evaluation. A record review was completed by the device manufacturer based on the lot number and no deviations or non-conformities were found. The device was made to specification. Without sufficient information, or an evaluation of the device involved, we are unable to determine the root cause for this event. Previous investigations by the device manufacturer stated that possible contributing factors to the event may have been resistance in the guidewire during insertion/removal and/or the patient's anatomy. The incident report said that the guidewire was unable to advance and during withdrawal resistance was felt. The instructions for use state "do not advance the guidewire or catheter if unusual resistance is encountered".